Manufacturer narrative:
A device history record review was completed. It was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The device evaluation report was reviewed by the legal manufacturer, the damage to the device was most likely related to user handling. The user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Event description:
Additional information was provided by the user facility stating that the reported scope had excessive leaking from the distal tip during a case. The leaking was confirmed by the endoscopy tech. It was also reported that the leak may have been from a stent pushed too hard during the procedure. There was no patient injury reported. No additional information could be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. From the pre-repair data, it is presumed that the event was caused by external force, such as bumping or strong rubbing during use or reprocess, which pulled the surface of the ultrasonic transducer, and impacted the ultrasonic transducer. It is highly probable that channel damage was caused by handling during procedure because there was a possibility that the stent was pushed too hard during procedure. The definitive cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. Per the product instructions for use: do not apply shock to the distal end of the insertion tube, ultimately the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has been received for evaluation. Upon inspection the scope was found to have leaking from multiple areas, a buckled insertion tube and peeling of the ultra sound probe surface.

Event description:
Olympus received a complaint from the user facility stating that after reprocessing, the device failed the leak test in the machine. The customer performed another air leak test and the device was leaking from the auxiliary channel with possible internal damage. There was no patient involvement.